Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1700209 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips could not be loaded into the applier properly. Two clips came out from the device at one time or sometimes clips did not come out. Therefore another applier was used. No clips fell into the patient and there was no patient injury.